Event description:
An operating room tech reported that the sys would not track the last eye of the day with the flap up, but would track the eye with the flap down. This pt has dark pupils. The pt's surgery was completed the following day on another laser sys. The operating room tech stated the pt is doing fine and the surgeon has no concerns for this pt's outcome. No further info will be provided.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) tested the tracker with test targets without failures, checked the eye tracker camera, ir pods and camera mirror, and found all parameters were in spec. The tm also completed a successful sys verification and verified sys was working within specs. A root cause has not been identified, as the sys was operating within spec. (B)(4).